Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 41-year-old patient was submitted to surgery for left breast lumpectomy and biozorb device implantation on (B)(6) 2017. On (B)(6) 2017, patient reported pain in her upper left breast and a small lump in the upper part of her right breast, tender and warm. On (B)(6) 2017 patient complained of a new mass in her left upper chest wall. The results suggested displaced clip adjacent to lumpectomy cavity. On (B)(6) 2021 patient reported decreased energy, left breast tenderness when lying on her side. On (B)(6) 2022 patient reported mild left breast tenderness with occasional sharp pains. On (B)(6) 2023 patient reported increase left breast tenderness and difficulty sleeping on her left side due to breast tenderness. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the subm.